Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. And wall power adapter there was no reported adverse impact to the customer's blood glucose level. A new charging cable and wall power adapter was sent to the customer.